Event description:
Reporter alleged the customer obtained a result of 100 mg/dl on aviva system 1 compared back to back with a result of 30 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated the customer was feeling very shaky, out of it, very sweaty and dizzy so she had to treat him with glucose, food, and juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for one of the suspect devices used, as the customer could not be sure which result was obtained on which device. (B)(4)